Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted when additional information is obtained.

Event description:
The user facility reported a crack was identified in the ceramic filter of a processing container.